Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the esc button had to press multiple times to get work. Customer¿s blood glucose was unknown at the time of incident. Customer state that insulin pump was not giving low battery warning. Customer stated that the battery cap was hard to get off. The insulin pump will not be returned for analysis.